Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported patient attended ward for sact treatment. When accessing PICC achieved venous return however when sodium chloride flush administered fluid was leaking from PICC. PICC line removed and when flushed was fractured at one site. No harm to patient. Secured with secureacath. Exit site marking 5 cm. Drug details: cet/imdg. There was a delay in patient treatment. A new PICC will be required. Additional information received 03 aug 2024: device used for blood sampling and cytotoxic medication. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr single lumen powerpicc solo with a needleless injection cap. Usage residues were observed throughout the catheter. An attempt to flush the catheter with water using a 12ml syringe revealed a leak near the 9cm depth marking. Microscopic inspection of the leak site revealed a longitudinally aligned split distal to the 9cm depth marking. The split surface was observed to be finely granular. An impression line was observed extending from both ends of the split. A severe kink was observed in the vicinity of the split. Prolonged compression of the indwelling catheter and/or repetitive kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported patient attended ward for sact treatment. When accessing PICC achieved venous return however when sodium chloride flush administered fluid was leaking from PICC. PICC line removed and when flushed was fractured at one site. No harm to patient. Secured with secureacath. Exit site marking 5 cm. Drug details: cet/imdg. There was a delay in patient treatment. A new PICC will be required. Additional information received 03 aug 2024: device used for blood sampling and cytotoxic medication. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: it is unknown which vein the PICC was inserted into. There was no intervention for occlusions with this PICC. The leak was identified by a visible hole/fracture outside the patient, the break was at the 9.5cm mark. Insertion date (B)(6) 2024 incident (B)(6) 2024. There are no xray images of this event. The catheter site was cleaned with chloraprep (3ml 2% chg 70% ipa). No additional comments provided.

Event description:
It was reported patient attended ward for sact treatment. When accessing PICC achieved venous return however when sodium chloride flush administered fluid was leaking from PICC. PICC line removed and when flushed was fractured at one site. No harm to patient. Secured with secureacath. Exit site marking 5 cm. Drug details: cet/imdg. There was a delay in patient treatment. A new PICC will be required. Additional information received 03 aug 2024: device used for blood sampling and cytotoxic medication. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: it is unknown which vein the PICC was inserted into. There was no intervention for occlusions with this PICC. The leak was identified by a visible hole/fracture outside the patient, the break was at the 9.5cm mark. Insertion date (B)(6) 2024 incident (B)(6) 2024. There are no xray images of this event. The catheter site was cleaned with chloraprep (3ml 2% chg 70% ipa). No additional comments provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.